Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reader was unable to find the device and as such telemetry could not be stablished with the implantable pulse generator (ipg). Troubleshooting steps were taken to no avail. The remote monitor remains in use. The ipg remains in use. No patient complications have been reported as a result of this event.